Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A search of our complaint database shows that there have been no other complaints against lot 508452. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no related processes or material changes related to the reported condition for this product. Product monitoring data for the lot was reviewed and there was no issue. A review of the machine setup was conducted and there were no issues. A review of the machine in its current condition was conducted by the quality engineer and there were no issues. The review of the grinding process during the time this product was made indicates that no problem was found. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. However, based on the customer allegation, it is likely that the cannula`s bevel was improper grained leaving burr on the tip. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Since no sample was returned corrective/preventive actions will not be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related processes or material changes related to the reported condition for this product. Product monitoring data for the lot was reviewed and there was no issue. A review of the machine setup was conducted and there were no issues. A review of the machine in its current condition was conducted by the quality engineer and there were no issues. The review of the grinding process during the time this product was made indicates that no problem was found. There was one opened unsheathed needle returned with this complaint. The sample was visually examined using 20x magnification. The sample was tested to latex diaphragm test. The tip of the needle was burred. No metal object was seen on or in the needle cannula. The reported condition is not confirmed. The most likely root cause of the burr is that the needle point made contact with a solid surface. The machine has a camera that inspects for damaged points. This camera is positioned before the sheath loading station. It is possible that the sheath contacted the needle while loading. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are visually inspected per quality and inspection standard: monoject magellan safety needle, combo, and packaging/visible foreign material (e.g. Slivers, loosely attached (B)(4) material, debris, dirt, grease, particulate, etc.) On cannula outside the fluid path. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a safety needle. The customer states (B)(6) doctor attempted abg when they noticed the bevel looked abnormal. Needle placed in yellow container and new needle used. Closer inspection showed metal shaving dislodged from bevel tip. The patient was not harmed.